Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer alleged that when the cartridge reaches 100 units of insulin the customer is unable to receive insulin properly. No reported adverse impact to the customer's blood glucose. The customer continued to use the pump for insulin delivery.